Event description:
It was reported that guidewire fracture occurred. A pt2 guidewire was reported to have broke inside a non-bsc left ventricular lead. No further information was available at the time of reporting. The patient was stable with no consequences.